Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: unknown, as information was requested but not provided. Customer indicated that it was during the week of november 27th. No specific date was provided. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Section h4 - device manufacture date: unknown, as product serial number was not provided. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the unfolding of the preloaded intraocular lens (iol) was slow during implantation. The incident took place during the week of november 27th. The iol remains implanted and there were no injuries reported. The staff noted that the incident coincided with a particularly cold day. Through follow-up we learned that a second instrument was used to help unfolding the lens, placing it into position. No further information was provided.